Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device did not have any power. This occurred 10-15 minutes into the procedure. A second hemopro device was used; however, it fired immediately without the trigger being depressed. A replacement hemopro and extension cable were used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report numbers 2242352-2013-01497 and 2242352-2013-01499 for the related reports.

Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed signs of clinical usage. There was no evidence of blood on the device. A visual inspection determined no nonconformities with the device that may have contributed to the reported event. A pre-cautery test was performed on the device with a reference power supply and extension cable; the test was also performed with the returned extension cable. The device did not pass the pre-cautery testing; it did not activate. The handle on the device was opened to verify connections; there was some evidence of blood inside of the handle. The copper wire soldered to the left micro switch terminal was disconnected; the solder to the left switch terminal was broken, which is likely due to a weak solder connection. Based upon the evaluation results, the reported complaint was confirmed for failure to delivery energy. This failure mode remains under investigation. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).